Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: pli-20: product ID: xom unk eclacc/nim eclipse accessory, serial/lot #: ni. If information is provided in the future, a supplemental report will be issued.

Event description:
The event that was reported through a pmcf survey of physician users of nim eclipse. The response for record number (B)(4) states that during the past 12 months, the user has experienced the following ¿adverse events or risks relating to the nim-eclipse¿ sd capitol equipment and accessories": it was also reported that the device performed as expected according to their intended use and indications. Burns and/or lesions-not related to the performance of the device itself. Infection, bruising-not related to the performance of the device itself. Tissue damage/trauma, nerve damage/paralysis/paresis, injury- not related to the performance of the device itself.